Event description:
Information rec'd indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake and brake/steer casters were worn. The technician replaced both casters to repair the bed.